Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was insufficient gel in the tube. This event occurred 20 times. The following information was provided by the initial reporter. The customer stated: "there was no gel or incorrect gel quantity in tubes."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: bd had not received samples, but a photo was provided for investigation. The photo was reviewed and the indicated failure mode for insufficient gel quantity was observed. Additionally, one hundred (100) retention samples from bd inventory were evaluated by visual examination and the issue of insufficient gel quantity was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of insufficient gel quantity. Bd was not able to identify a root cause for the indicated failure mode.